Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a break in tubing of balloon. The patient had an injection in stomach which must have caused the failure. The procedure went fine and there were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.